Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin, and the cartridge became empty faster than expected. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 401 mg/dl, and was addressed with a manual injection.